Event description:
It was reported that during a routine follow-up appointment, this device was found to be in safety mode. It was recommended to perform emergent device replacement, but it is unknown if this has been performed. At this time, the device remains implanted. The patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and was noted to be slightly swollen. Additionally, the voltage was lower than expected. The battery analysis determined that there was a short in the cell caused from the cathode tab coming in contact with the can due to a torn insulator tube. This internal short in the battery was determined to be the reason the battery had prematurely depleted and caused the device to revert to safety mode operation. A design change was implemented which is expected to mitigate this issue. This device was manufactured prior to implementation of the design change.

Event description:
It was reported that during a routine follow-up appointment, this device was found to be in safety mode. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.